Event description:
The user received a false positive troponin t result for one patient sample. The initial result was < 0.010 ng/ml. Since the patient did not have a previous troponin t result, the sample was repeated using an aliquot from the original tube and generated a result of 0.295 ng/ml. The original tube was repeated and gave a result of < 0.010 ng/ml. The result of < 0.01 ng/ml was reported. The troponin t reagent lot number was 157219-03.

Event description:
Information received indicates the bed exit is alarming locally, but not sending a nurse call.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Performance tests were within specification. The field service representative performed preventative maintenance. In addition, information provided demonstrated the sample clotting time used by the customer is borderline low per tube manufacturer's recommendations. A specific root cause could not be identified. No adverse events in relation to the false positive result were reported.